Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the surgeon was the sizer disk to set pin in glenoid. When the surgeon removed the sizer disk off the pin the center of the sizer disk came out with the handle but the rest of it did not. The surgeon was able to get the rest out with the grasper. All pieces were accounted for prior to moving on. There was no delay and no change in the outcome.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation, and matches the alleged failure. The device inspection revealed the following: the received device shows significant signs of extensive usage evident by appearance of scratches and scuff marks. The device was found to be broken from the center hole. The inner ring is also severely deformed. There is also a presence of black spots on one side of the sizer. The overall damage of the returned device indicates improper and rough usage. A review of the device history for the reported lot did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation and provided information, the root cause was attributed to user related. Along with the breakage the device also shows heavy scratches and scuff marks, which are the result of long periods of use, ending up in the device breakage. The fact that the device was manufactured back in 2017, it is safe to say that it has performed its task in the former surgeries as intended till now, without any reported anomaly. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the surgeon was the sizer disk to set pin in glenoid. When the surgeon removed the sizer disk off the pin the center of the sizer disk came out with the handle but the rest of it did not. The surgeon was able to get the rest out with the grasper. All pieces were accounted for prior to moving on. There was no delay and no change in the outcome.